Event description:
It was reported that bd nexiva diffusics is kinking during infusion. The following information was provided by the initial reporter: the customer stated they have concerns with the integrity of the 22 gauge diffusics they are using. They have noticed over the last month kinks at the hub and a the middle of the catheter when removing them. These kinks are then causing the power injection machines to alarm and pressure out do to the kink.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
Material #: 383591. Batch#: unknown. It was reported by customer that they have concerns with the integrity of the 22 gauge diffusics they are using. They have noticed over the last month kinks at the hub and at the middle of the catheter when removing them. Verbatim: the customer stated they have concerns with the integrity of the 22 gauge diffusics they are using. They have noticed over the last month kinks at the hub and a the middle of the catheter when removing them. They stated these sometimes happen with new piv starts. She knew of 2 specific instances as of recently on a new start. These kinks are then causing the power injection machines to alarm and pressure out do to the kink. The 3 lots numbers they have onsite are 3179060, 3270889, 3247114. Xxx stated she had spoken with other staff and they mentioned having this issues also. Customer response for follow-up: I am the (B)(6)and communication can continue to come to me. Please remove CT tech, (B)(6), from the communications as she is front line staff and will be tied up. Can you please also add my peer (B)(6). We are experiencing concerns that the catheter is kinking and are in the discovery phase and will work to gather more specifics. I do not have the specific dates or samples at this time. We will report any further issues. Customer response for follow-up: 1. Can you confirm that you have issues with all the batch numbers (3179060, 3270889, 3247114) provided? If yes, please provide date of events for all the batches. Procedure IV specialist have not had issues to date with any of these batch numbers. 2. Has there been any patient impact (serious injury, medical intervention, change of treatment required)?no. 3. Please also provide us with the full address. (B)(6) hospital.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.